Event description:
During bypass procedure, the membrane pressure rose to 700mmhg. The purge line was used to reduce the pressure to 600mm hg. The perfusionist was unable to achieve full flow of 5.3 liters. The membrane pressure slowly fell over a period of 20 mins with hypothermia maintained. No pt injury or further complications were reported. No further details were provided.